Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had early battery depletion. It was noted that the early battery depletion may have been due to high left ventricular (lv) output as the lv lead had high thresholds and from sensing as the patient was in chronic af (atrial fibrillation). The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.